Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the ports were placed using the 512b, the 512on, and the 511o trocars. Upon visualization inside the abdomen, the surgeon saw a small piece of plastic laying on the anterior portion of the pt's liver. The piece was retrieved without incident but the question remained "where did the piece come from?" Other than a ripped seal on the 511o trocar, no other problems with the trocars or 1seals were noticed. The rep is sending all the trocars in for analysis. He was unable to get the two 1selas that were used as they had been discarded. There was no consequence to the pt.